Event description:
Customer reported isues with the insulin pump. Customer states that when changing the battery the insulin pump still didn't work. The blood glucose is unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected off no power anomaly was noted. All operating currents were within specification and the off no power alarm functioned properly. The insulin pump passed the self test. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, scratched reservoir tube window and a stained end cap sticker.